Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient developed redness at the ipg site. The physician stated that it was a possible pocket infection. The patient was treated with antibiotics and underwent an explant of the ipg. The physician believed that it was not device or procedure related.